Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the patient needs an MRI and they are not able to enter MRI mode. Caller stated that they are seeing the poor communication screen on the patient programmer. Agent had the caller reposition the programmer over the implant and try again. Caller stated they had not used or attempted to connect to the implant in 4 years. Agent provided an MRI eligibility form and redirected them to their managing healthcare provider (hcp). Caller stated the therapy had not been providing effective relief for the patient for the past 4 years.